Event description:
It was reported that an ilet user disconnected from the pump and, upon attempting to reconnect, repeatedly received an alert 38 indicating consecutive stalled motor events that prompted restarts; attempts to rewind after a supply change were unsuccessful despite removal of components from the pump chamber and visual confirmation of no debris. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need for pump replacement. Investigation included troubleshooting with device restarts and visual inspection of the pump chamber by the user under guidance. Investigation of this case revealed that the pump could not complete a rewind due to repeated motor stall alerts despite standard corrective actions. It was concluded that the device experienced a motor malfunction that prevented normal operation and required replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.